Event description:
The customer reported erroneous high-sensitivity troponin I (tnih), free prostate specific antigen (fpsa), cancer antigen 27.29 (br 27.29), total prostate specific antigen (psa), folate (folic acid), vitamin b12 (vb12), total human chorionic gonadotropin (thcg), progesterone (prge) and enhanced estradiol (ee2) results that were obtained on patient samples on advia centaur xpt instrument. The initial results were reported to the physician(s). The samples were repeated on an alternate advia centaur xpt instrument or an alternate atellica im 1300 analyzer. The repeat results fit the patients¿ clinical pictures. The repeat results for psa for sample identifiers (B)(6) and the repeat results for folic acid for sample identifiers (B)(6) were not reported to the physician. The other repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneous tnih, fpsa, br 27.29, psa, folic acid, vb12, thcg, prge, and ee2 results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center to report discordant results that were obtained on patient samples on the advia centaur xpt instrument. Quality controls (qc) recovered within acceptable ranges before the samples were processed. It was determined that liquid splashed onto the luminometer at the time the erroneous results were obtained. The siemens customer service engineer (cse) was dispatched to the customer¿s site. The cse observed that the luminometer area was wet from fallen cuvettes. As a result, the cse cleared the cuvette jam in the luminometer, cleaned the luminometer area, and performed daily maintenance. Then, the cse ran qc, ensured that there was no moisture near the luminometer, checked the performance of the aspirate probe, and performed dispense tests on the acid and base probes. Next, the cse tightened all fluidic fittings, emptied and filled the ring, and ran qc and dark counts, which were acceptable. The mechanical obstruction in the luminometer, which was resolved with the service activities above, potentially contributed to the event. The instrument is performing according to specifications. No further evaluation of this device is required.